Manufacturer narrative:
(B)(4). Method: the complaint iw930 baby control cosycot infant warmer was not returned to fisher & paykel healthcare (f&p) for evaluation. Our investigation is thus based on the photograph provided by the hospital, our knowledge of the product and previous investigations of similar complaints. Results: the photograph revealed that the one of the plasic legs that support the iw930 baby control cosycot infant warmer was cracked. Conclusion: we are unable to determine the cause of the observed damage. However, cracking of the base assembly of the cosycot infant warmer is likely to occur due to accessories overloading the maximum weight capacity of 115kg (including accessories). The maximum weight limit is specified in the operating manual and in the product technical manual of the cosycot infant warmer. To increase awareness and to prevent and/or reduce the incidence of cracked plastic bases, f&p states that the maximum weight on the infant warmer inclusive of all accessories and the patient should not exceed 115kg. This warning is provided in the form of labels on the column of the infant warmer. In addition, a checklist of common fisher & paykel healthcare accessories and their respective weights is provided to the user. It should be noted that the subject complaint was at least eighteen years of age, it is therefore reasonable to expect wear and tear.

Manufacturer narrative:
(B)(4). Method: the complaint iw930 baby control cosycot infant warmer was not returned to fisher & paykel healthcare (f&p) for evaluation. Our investigation is thus based on the photograph provided by the hospital, our knowledge of the product and previous investigations of similar complaints. Results: the photograph revealed that the one of the plasic legs that support the iw930 baby control cosycot infant warmer was cracked. Conclusion: we are unable to determine the cause of the observed damage. However, cracking of the base assembly of the cosycot infant warmer is likely to occur due to accessories overloading the maximum weight capacity of 115kg (including accessories). The maximum weight limit is specified in the operating manual and in the product technical manual of the cosycot infant warmer. To increase awareness and to prevent and/or reduce the incidence of cracked plastic bases, f&p states that the maximum weight on the infant warmer inclusive of all accessories and the patient should not exceed 115kg. This warning is provided in the form of labels on the column of the infant warmer. In addition, a checklist of common fisher & paykel healthcare accessories and their respective weights is provided to the user. It should be noted that the subject complaint was at least eighteen years of age, it is therefore reasonable to expect wear and tear.

Event description:
A healthcare facility in canada, via a fisher & paykel healthcare (f&p) field representative, reported that a iw934 cosycot infant warmer had a cracked base. There was no reported patient involvement.